Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that one coil came out of the aneurysm, after coils were placed in the aneurysm, an attempt was made to coil part of the coil, but the coil was detached when it was pulled back 2 to 3 centimeters. The coil was not bent or pulled back. The coil was placed in the aneurysm somehow by pushing the delivery pusher which the coil had detached from, so the procedure was completed without further issue. The coil was placed within the intended location. No damage was noted to the pushwire. There was no resistance when the coil was advanced. The coil was repositioned once. No attempt to detach the coil. The pushwire was not rotated. A continuous flush was used during the case. This event occurred during the treatment of anterior communicating artery (acom), unruptured aneurysm that was amorphous. The max diameter was 3.8mm and the neck was 3mm. The blood flow was normal, and the anatomy was moderate in tortuosity. The devices were prepared and used per the instructions for use (IFU).

Manufacturer narrative:
The axium prime pushwire was returned without the dispenser coil, the introducer sheath, the instant detacher, the micro catheter, or the accessories devices. There was no damage found with the pushwire and the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The coin was present and against the lumen stop with the release wire extending out of the retainer ring. The implant coil was already detached, as the axium coil was implanted in the patient and not returned for analysis. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured and was found to be within specifications. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring was found to be damaged (ovalized). Due to the damage, the inner diameter of the retainer ring could not be reliably measured. No other anomalies were observed. Based on the analysis performed the axium prime coil was confirmed to have prematurely detached. It is likely that the premature detachment is due to the damage to the retainer ring, however, the cause could not be determined. It is possible that the retainer ring was damaged during the reported repositioning of the implant coil, if the coil was not retracted in a one-to-one motion with the implant pusher during repositioning. Since the implant coil and included detach element were not returned for analysis, any contribution of the implant coil, and detach element to the issue could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.